Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas e 801 analytical unit. Several samples had elecsys vitamin d total iii results of >120 ng/ml with a data flag. The samples were automatically repeated and the results were "normal". The samples were also tested on another cobas e801 analyzer at the site and the results matched the automatic repeat results. Estimates of repeat results were 30 ng/ml, 50 ng/ml, and 70 ng/ml. One specific example was provided of an initial result of >120 ng/ml with a data flag and a repeat result of 94 ng/ml. It was requested but not known if the questionable results were reported outside of the laboratory. The repeat results were believed correct.

Manufacturer narrative:
The field service engineer found the syringe valve was not functioning properly and he replaced it. The customer ran quality controls and all results were within specifications. The investigation determined the service actions resolved the issue.